Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime or compromised force sensor system and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify alarm due to motor error alarm noted.

Event description:
Customer reported via phone call that insulin pump had error. Customer's blood glucose level was 90 mg/dl at the time of incident. They also reported that they were able to complete rewound the insulin pump and able to cleared alarm. Device will be returned for the analysis.